Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the grading is not legible. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: three sealed 3ml luer lok syringes were received by bd canaan for investigation and were confirmed to be from lot # 726792, catalog #309657. Based on visual examination of the three returned samples, scale marking was illegible. Illegible scale marking is a rejectable condition as per product specification. Product defect confirmed based on sample evaluation performed. DHR review for batch 7267924 (p/n 309657): manufacturing dates: 10/10/2017 to 10/11/2017. Batch quantity was 772,000. Printing records were reviewed as part of this DHR review. Machine logs indicate printer issues occurred. Quality notification for missing print was recorded during the manufacture of this batch. Product was requalified per applicable aql and manifold system cleaning was performed to address the issues before production resumed. All visual inspections were performed as per requirement. Batch 7267924 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause is the smeared/illegible print observed is likely a result of ink flow problems due to an ink manifold issue. Based on the severity and occurrence a CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.